Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 43 mmol/l (774 mg/dl) while wearing the pod for an unknown duration. The patient was taken to the hospital after their omnipod 5 controller personal diabetes manager (pdm) became completely unresponsive and would not power on. The patient¿s symptoms included nausea and headache. The patient experienced significantly elevated blood glucose levels, reaching 43 mmol/l upon arrival at the hospital, with ketone levels of 4.3 mmol/l. At the time of the call, the patient¿s bg had decreased to 20.5 mmol/l (369 mg/dl) and their ketone level was at 3.1 mmol/l. The patient was diagnosed with hyperglycemia and was treated with manual injections and intravenous fluids. The reporter stated the patient came close to developing diabetic ketoacidosis (dka) but fortunately did not. The patient was in the hospital for approximately 6 hours at the time of the call, and hospital staff indicated that they were responding well to treatment and would likely be discharged for approximately 2 additional hours, for a total visit duration of around 8 hours. The pod in use was removed at the hospital and discarded.